Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer account to address the reported event. During inspection of the instrument, fse found no leaks or obvious damage. Fse checked all tubings and pumps and they were functioning as expected. Fse performed a drip washer check, suction washer check, and a drip substrate check without any issues. Fse observed a good fluid stream from the needle during the wash. The substrate fluid flow was dispensing at a slight angle and fse performed decontamination which corrected the flow. Fse also inspected the wash and diluent syringes and found no abnormalities. Fse replaced the diluent and substrate syringe blocks and then reinstalled the old syringe blocks. The temperature was adjusted to procedure. Fse found a small break in the diluent tubing at the external manifold and cut and replaced it. Fse then performed quality control (qc) precision but all results were high with good reliability. Fse then performed calibration and the qc results were near the mean. The instrument was verified as operational. There was no further action required by fse. During the service, fse also noted that a centrifuge was sitting on the same table as the analyzer and vibration could be felt while the centrifuge was active for approximately 10 minute spins. This may have been an issue with the dilutions and detector reading of samples. The customer immediately moved the centrifuge to another surface when made aware. A 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(4) from 28-jul-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual states under chapter 2 installation the following: section 2.2 installation environment. Avoid installing the aia-360 in locations subject to the following types of conditions: sharp fluctuations in power supply voltage, sharp fluctuations in temperature, powerful air currents, excessive dust, excessive vibrations, unstable foundations, high humidity, open flames, narrow spaces with poor ventilation, strong electromagnetic fields and high frequencies. The st aia-pack ft4 application analyte manual states: calibration. The calibrators for use with the st aia-pack ft4 are prepared gravimetrically and are compared to internal reference standards. The calibration curve for the st aia-pack ft4 is stable for up to 90 days. Calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration maybe necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment,sampling mechanism changes,or detect or lamp adjustment or change).for further information regarding instrument operation, consult the aia system operator's manual. The sample calibration curve below shows the algorithm used to calculate the results. This is an example only. Actual results will vary depending on the instrument type and lot number used. Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the to soh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to contamination of the instrument and the need for recalibration.

Event description:
A customer reported that they failed the american proficiency institute (api) survey for the second event on the free t4 (ft4) on the aia-360 instrument. The customer reported that they ran the api survey material the day after they received it. The results of the survey were the following: (B)(6). The customer ran biorad quality control (qc) lot# 40970 the day before, just prior to, and a few days after the survey material which resulted in the qc level 1 controls being out high on all three instances. The analyzer was showing a significant imprecision issue based upon the qc data. The customer ran a ten sample precision on two qc levels to determine a ft4 baseline. They also performed decontamination and requested a periodic maintenance (pm) service as they had never had a pm on the instrument. There was no indication of patient intervention or adverse health consequences due to the discrepant survey results.